Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales representative reported a deflation against unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data. A visual device analysis of the returned device identified: an opening curved on anterior, and creases flat leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage.

Event description:
This represents the right side record. The device has been replaced.

Event description:
Reported by a allergan representative, a deflation on an unknown side. Healthcare professional confirmed, right side deflation. The device has been explanted and replaced.